Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of necrosis is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reasons for reoperation: "exposed" and "tissue necrosis."

Event description:
Healthcare professional reported right side "tissue necrosis." Healthcare professional additionally reported "exposed"; this event is not related to the device. Device has been explanted.